Manufacturer narrative:
Insulin pump was received with critical pump error during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unable to verify pump error 40 due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error with motor safety circuit failed test alert. The patient¿s blood glucose level was 170 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.